Manufacturer narrative:
The insulin pump communicated properly with meter. The insulin pump passed prime/ compromised force sensor, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. The motor tested ok. There was moisture damage noted on motor assembly and on lcd board. The insulin pump had a cracked reservoir tube lip noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.